Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.